Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The service territory manager (stm) was informed by an in-house untrained biomed that they had accessed the service menu and reset the data because "the end user kept complaining about it." The stm advised the biomed that this was an unsafe practice as the battery maintenance message indicates the device needs to be serviced. The fse sent an estimate to the biomed for replacement part. Subsequently, the stm completed pm. The unit passed all safety, calibration, and functionality checks factory's specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during preventive maintenance (pm), performed by a getinge service territory manager (stm), that the cs300 intra aortic balloon pump (iabp), battery maintenance due reminder had been prematurely reset and all data regarding discharges had been reset to default. It was also noticed that ECG patient cable was damaged and needed to be replaced. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.

Event description:
It was reported during preventive maintenance (pm), performed by a getinge service territory manager (stm), that the cs300 intra aortic balloon pump (iabp), battery maintenance due reminder had been prematurely reset and all data regarding discharges had been reset to default. It was also noticed that ECG patient cable was damaged and needed to be replaced. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event in regards to the ECG cable. The customer's biomed reported that the damaged ECG cables were getinge OEM and they replaced them with new getinge ECG cables. No further investigation is required.

Event description:
It was reported during preventive maintenance (pm), performed by a getinge service territory manager (stm), that the cs300 intra aortic balloon pump (iabp), battery maintenance due reminder had been prematurely reset and all data regarding discharges had been reset to default. It was also noticed that ECG patient cable was damaged and needed to be replaced. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.